Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) suggested to re-evaluate the battery status early july 2025 in order to maximize patient implant time before device replacement. At this time, this device remains in service, and there was no adverse patient effects reported.